Event description:
The plaintiff alleges that on or around event date plaintiff sustained an injury when plaintiff experienced an adverse reaction to one or more latex products, particularly latex gloves, while plaintiff worked at a hosp. Plaintiff also alleges that their adverse reaction on that day was due to the cumulative effect of multiple exposure to latex glove products over the course of their career. Plaintiff further alleges that plaintiff developed an allergy which caused a reaction in 1996. In 1997 plaintiff was diagnosed for the first time as being caused by latex products. Finally, plaintiff alleges that their entire body has been injured and damaged, plaintiff has developed an allergy which makes plaintiff susceptible to life threatening anaphylactic shock reactions, and plaintiff has undergone care and treatment at an expense of over $25,000 for repeated episodic attacks, plaintiff has lost work and has become disabled, and in the future plaintiff will suffer and sustain additional injury, expense, and loss of earnings, all to plaintiff's injury and damage.